Manufacturer narrative:
Model number/catalog number: 720185-01 serial number: n/a batch/lot number: 1100591946 model/catalog description: reservoir flat iz 100 ml unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced erosion of the pump at the scrotum. The erosion was suspected to have been caused by pressure; however, it was not confirmed. A surgical procedure was performed to remove and replace the ipp with a tactra device. No further patient complications were reported.